Event description:
On 3/21/92, a 62 year old patient on the orthopedic service received a biomet bio-modular humeral head and stem prosthesis. The specific devices implanted were a biomet biomodular head and biomodular humeral prosthesis stem. Two days post-op, on 3/23, x-rays revealed that the prosthesis had dislocated, i.e. The prosthetic head had become disengaged from the prosthetic stem. The patient underwent exploration of her left shoulder on 3/24; confirmation of the x-ray findings were noted. The biomet devices were then removed and replaced by a different prosthesisinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.